Event description:
On (B)(6) 2011, (B)(6) underwent a total arthroplasty of the left knee due to severe osteoarthritis with necrosis, bone edema in the medial femoral condyle and tibial plateau. Surgery was performed after unsuccessful non surgical treatment outcomes, including corticosteroid injections x 3, synvisc injection, physical therapy, and acupuncture. The surgery involved biomet knee replacement using an 83mm tibial tray with a 75mm femur, a large patella and a 12mm spacer. All components were cemented in place with antibiotic cement. Three brasseler km71-563 blades were used for appropriate cuts in the femur, tibia and patella. The operating surgeon remarked to (B)(6) that he had never used three blades with this type of surgery. (B)(6) was hospitalized for two nights after the surgery. On (B)(6) 2012, (B)(6) underwent a revision arthrotomy of the left knee due to persistent swelling, pain and inability to resume his normal activities. The surgery consisted of arthrotomy and synovectomy of the left knee, culture and sensitivity of the soft tissue with microscopic analysis of the synovium, and exchange of the poly liner from a 12 to a 14mm liner. Post operative diagnosis was synovitis of the left knee with what appeared to be metal debris in the confines of the knee, i.e. Metallosis. (B)(6) was hospitalized for one night after the surgery.